Event description:
It was reported that foley tray was used but they had to pull another lubricate, due to the one in the foley kit was dried up. Per additional information received on 09oct2024, it was reported that the lubricated jelly syringe low or dry. Per customer follow up on 10dec2024, it was reported that not the lube, but the clinical team pulled a different lube to use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the reported event was against gel leakage and not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray was used but they had to pull another lubricate, due to the one in the foley kit was dried up. Per additional information received on 09oct2024, it was reported that the lubricated jelly syringe low or dry.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray was used but they had to pull another lubricate, due to the one in the foley kit was dried up. Per additional information received on 09oct2024, it was reported that the lubricated jelly syringe low or dry.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.